Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced mood altered ("hormonal changes describe: moody"), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and myopia ("vision/eye problems type: harder to see far away") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, mood altered, hot flush, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, pelvic pain, weight increased, fatigue, abdominal pain and myopia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood altered, myopia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: both tubal ostia were identified and were easily implanted the essure device with 2 coils being noted on the right side and 2 coils being present on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received. Lab data added. Concomitant condition added. Events : hormonal changes describe: moody, hot flashes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), pain, vision/eye problems type: harder to see far away, fatigue, weight gain, fatigue, abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.